Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited sensing issues on the left ventricular channel. Suspicions of oversensing and pacing inhibition were raised. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.